Manufacturer narrative:
Missing nut from long bolt securing lower rear wheel axle plate - bolt slipped out of hole and into spokes jamming wheel. The action 3 ng is the same /similar to the (B)(4) which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Missing nut from long bolt securing lower rear wheel axle plate - bolt slipped out of hole and into spokes jamming wheel. The action 3 ng is the same /similar to the (B)(4) which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).